Event description:
It was reported that this left ventricular lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture. Due to this loss of capture, the index on heartlogic had increased. The device was reprogrammed to provide crt pacing, the heartlogic index returned to normal, and concurrent clinical improvement was noted. No adverse patient effects were reported. This lead remains in service.